Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that his blood glucose was communicated to a hospital, where updates of his blood glucose readings were sent. The customer contacted the hospital and was advised that his body may not have gotten used to the long acting insulin. His blood glucose rose from 151 mg/dl in the morning to the 300 and 500 mg/dl ranges. He reported having very different blood glucose readings even when he tested the readings one right after the other. He declined troubleshooting assistance for the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.